Manufacturer narrative:
Correction: b3; notified date 2020-10-12 product analysis: analysis was able to confirm the customer comment that the programmer was inconsistent when connecting to interrogate devices and it was found that it would not interrogate with radiofrequency head due to loose radiofrequency connector on link electronic module (lem) board. It was also found to have loose ECG connector. Analysis was unable to confirm the customer comment that the stylus did not calibrate well on screen and that multiple touches were needed to enter information or choose a selection. The stylus was found to select from all parts of screen with no issues. However, it was noted that the stylus tip was pulling apart. The programmer intermittently powered up with error. The fan was noted to be noisy. The display did not stay in place. The keyboard was missing the "j". Hinge plate screws, upper display bullet and rising man button were missing. The media bay door, power cord bay door and printer drawer were broken. The floppy drive was noisy when floppy disk was inserted. The programmer had signs of corrosion but no internal corrosion. All found defective parts were replaced and the programmer passed final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was inconsistent when connecting to interrogate devices. It was also reported that the stylus did not calibrate well on screen and multiple touches were needed to enter information or choose a selection. The programmer has been returned for service. There was no patient involvement.